Event description:
A physician contacted (B)(6) on (B)(6) 2025 to report a new event on a patient being supported with excor system in bi-vad configuration.the patient earlier experienced an ischemic stroke on (B)(6) 2025. On (B)(6) 2025, an ischemic stroke was revealed in the right mca territory, and the patient was treated with thrombectomy. Since the previous event, three additional pump changes were performed due to thrombus on (B)(6) 2025. The patient was successfully transplanted on (B)(6) 2025. Another adverse event that occurred on the same patient will be submitted as 3004582654-2025-00053.

Manufacturer narrative:
The patient earlier experienced an ischemic stroke on (B)(6) 2025. On (B)(6) 2025, an ischemic stroke was revealed in the right mca territory, and the patient was treated with thrombectomy. Since the previous event, three additional pump changes were performed due to thrombus on (B)(6) 2025. The patient was successfully transplanted on (B)(6) 2025. Another adverse event that occurred on the same patient will be submitted as 3004582654-2025-00053.